Manufacturer narrative:
Investigation results: a fully-deployed wallflex colonic stent and delivery system were returned for analysis. Visual examination of the returned device revealed that there was no damage to or issue with the stent or delivery system. Since the device was received fully deployed, the investigation could not confirm the reported complaint. However, it was reported that the patient¿s anatomy was tortuous. The investigation concluded that the reported event is likely due to procedural or anatomical factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex colonic stent system was to be used in the sigmoid to treat a malignant stricture due to cancer during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure, the physician started releasing stent when the delivery system tangled and the stent could not fully deploy. The physician attempted to reconstrain the stent but was unable to. The partially deployed stent was removed from the patient and another wallflex colonic stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to report and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex colonic stent system was to be used in the sigmoid to treat a malignant stricture due to cancer during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure, the physician started releasing stent when the delivery system tangled and the stent could not fully deploy. The physician attempted to reconstrain the stent but was unable to. The partially deployed stent was removed from the patient and another wallflex colonic stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.